Event description:
It was reported that the patient developed sepsis. The device and lead were removed, and a temporary pacing wire was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the partial lead was returned in segments to the manufacturer and analyzed. No anomalies were found. The distal conductor was distorted and had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted, had cosmetic environmental stress cracking and a breached cut. The outer insulation had a breached cut and cosmetic depression. There was apparent explant damage.